Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station hall height drawer 2.2 pocket were failed. The field service engineer (fse) had removed all cubies, trays, and pockets, cleaned under the trays and cleared debris and the fse resolved the issue by replacing the row board cable, rebooting the station and tested. The system functioned as intended after the field service engineer repaired the device.